Event description:
On (B)(6) 2012, the customer reported that the device reboots whenever you select charge during the ops check. There was no report of pt involvement.

Manufacturer narrative:
(B)(4), the customer reported that the device reboots whenever you select charge during the ops check. There was no report of pt involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.